Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited noise, which was noted to be oversensing of minute ventilation (mv) signals. The impedance measurements intermittently increased up to approximately 1500 ohms. The mv feature was programmed off. No adverse patient effects were reported. The device remains in service.